Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome, degenerative disc disease, and spinal pain reported they couldn't get any coupling bars and the old model implantable neurostimulator (ins) didn't work so it was replaced. No patient symptoms were reported. No outcome or further details were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.